Event description:
The home pt noted fluid leaking from the pt line of the homechoice set during therapy. Baxter's technical service ctr assisted the home pt in ending the therapy early. Thereapy was completed by setting up with a new cassette. No pt injury or medical intervention was associated with this incident per the home pt.